Manufacturer narrative:
The reported events of failure to capture, high pacing lead impedance and clavicle crush were not confirmed. As received, a lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures but did find internal shorts at the connector region due to procedural damage. Visual inspection and x-ray of the lead did not find any anomalies except procedural damage. Additional information: d9.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient reported not feeling too great. Upon interrogation, the right ventricular lead exhibited non capture. Patient presented to cathlab for lead repositioning, suddenly the right ventricular lead exhibited high pacing impedance. The physician suspected clavicular crush. The lead was explanted and replaced. The patient was feeling fine post procedure with no further symptoms.